Event description:
Pt underwent bilateral breast augmentation surgery in 1987 at another facility. In 2003 pt underwent surgical removal of bilateral breast implants. The findings at surgery were bilateral capsular contractures; infected, ruptured, exposed left breast implant; and ruptured right breast implant. Procedure done was explantation ruptured left breast implant with insertion of drain; explantation ruptured right breast implant with insertion of drain.